Event description:
It was reported that the plunger damaged the haptic/optic junction whereby there were cracks and separation of acrylic. The lens was left implanted in the patient's eye. The doctor stated that the damage was peripheral but very concerning. In addition it was noted that the leading haptic was stuck to the optic requiring a manual separation. No further information was provided.

Manufacturer narrative:
Age at time of event of date or birth: unknown. Sex/gender: unknown. Catalog number: unknown. Expiration date: unknown. Serial number: unknown. Explant date: not applicable; lens remains implanted at the time of submitting the MDR. Mfg date. Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder .